Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the bolus resistance was allegedly high and fails to adjust the position and depth of the needle several times. It was further reported that the bolus could not be injected normally. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port kit was received for evaluation. Visual and functional testing were performed. Also, three electronic video was provided for review. The video shows the physician attempts to infuse the water into the power port, a resistance has been noted so that water leaving the distal end of catheter is minimal. The healthcare personnel attempting to forced infuse the water into the power port, the port along with the non-coring needle popped out from the syringe connection. No difficulty in flushing was noted under laboratory condition during sample evaluation but based on the video review, some difficulty in flushing was noted under clinical condition. Therefore, the investigation can be confirmed for reported difficult to flush issue based on the video review as the video review shows the exact circumstance of the event reported but it is unknown whether is resistance is due to the non-coring needle or power port or catheter. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the bolus resistance was allegedly high and fails to adjust the position and depth of the needle several times. It was further reported that the bolus could not be injected normally. There was no reported patient injury.